Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.

Event description:
It was reported that the patient had an unrelated procedure, and the device was placed in surgery mode, however patient experienced shocking sensation and the procedure was abandoned. Diagnostics indicated high impedance on 8 of the contacts. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.